Event description:
Device activated without input from staff.patient had very minor burn spot, sent home with no restrictions. They used a different machine. Per our procedure, they isolated the malfunctioning equipment. Received further information from the site:patient had very minor burn spot, sent home with no restrictions.the original procedure was unk.they used a different machine. Per procedure, they isolated the malfunctioning equipment.the original procedure was unkwon.